Manufacturer narrative:
E3: occupation: manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band slowly deflated after application. The procedure was a radial procedure. There was no blood loss. Additional information was received 24jan2025: there were 13ml's of air injected into the tr band when it was applied. A 6fr slender sheath was used in the access site. The patient was stable. Hemostasis was achieved with a second tr band.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).